Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors most likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 20mm transcatheter valve was implanted inside a disabled 19mm aortic pericardial valve in the aortic position via valve-in-valve procedure. The implant duration of the 19mm valve at the time of the valve-in-valve procedure was eight (8) years, eleven (11) months, twenty (20) days. The reason for valve-in-valve intervention was due to severe aortic stenosis secondary to bioprosthetic degeneration. Both devices remain implanted. The patient left the operating room having tolerated the procedure well.